Event description:
Started to have right breast pain, began to gain unexplained weight, constant chest pains, lowered immune system, lymphnode issues, difficulty healing properly, losing hair, night sweats.